Event description:
It was reported that the case involved an ami pt (contrary to IFU). The lesion was an eccentric stenosis in the proximal rca, without tortuosity or calcification. The lesion was predilated with a balloon catheter at 10 atm. A penta deployment was attempted but the balloon ruptured at 10 atm. A dissection occurred distal to the stent and another company's stent was deployed at 14 atm. The stent was postdilated at 14 atm and the procedure was finished.